Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included intraperitoneal (ip) cefazolin (250 mg, for 2 weeks with frequency not reported) and ip ceftazidime (125 mg, for 2 weeks with frequency not reported). The patient was discharged from the hospital after nine days. The cefazolin and ceftazidime therapies were discontinued five days after being discharged. The patient has recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h13e31025 and h13h30047. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e31025 and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.